Event description:
An amplatz wire was used along with a CT lumber 18 gauge biopsy needle for diagnostic purposes. During the procedure, while introducing biopsy needle into a suspected cancerous growth in the pt's spine, upon removal of the wire, the end of the wire detached and became enveloped in the growth. The fragment was removed surgically at a later date. It should be noted that no specific bsc product code was provided for the guide wire. There were no further complications reported with this event.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met all specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.